Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The location and nature of the lesion is unk. Upon attempting to treat the lesion, the 30mm x 2.0mm maverick2 monorail ptca catheter ruptured at unspecified atm. The number of inflation and to what atms is unk. The procedure was completed with this device. No patient injuries or complications were reported. The patient's status was reported as "good." Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to operational context due to the anatomical and or procedural factors encountered during the procedure.